Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there had been a pediatric patient evaluated in the emergency department for possible shunt malfunction. According to the report, the shunt had been recently implanted (since (B)(6)) and the patient had not been taken to surgery for shunt revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.